Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3 and g2. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from the electrical contacts and glue of bending section cover. The instructions for use states the detection methods associated with the event in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. And the prevention methods in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope's air/water tube was clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.